Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from the (B)(6) of bacterial peritonitis in a patient coincident with pd4 unknown bag and extraneal viaflex therapies for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced bacterial peritonitis, manifested by cloudy effluent and abdominal pain, requiring hospitalization. On (B)(6) 2011, remedial treatment began with ceftazidime once daily. On (B)(6) 2011, the patient was discharged from the hospital. On (B)(6) 2011 remedial treatment was switched from ceftazidime to gentamicin daily through (B)(6) 2011. On (B)(6) 2011, the patient recovered from the bacterial peritonitis. The nurse considered the bacterial peritonitis medically significant and the root cause unknown. Dianeal and extraneal were ongoing. It was unknown to the nurse whether the bacterial peritonitis was related to dianeal pd4 unknown bag and extraneal viaflex therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.